Event description:
Pt's primary procedure on (B)(6) 2014 was aborted os due to an issue with the side cut. The patient returned to the center for a prk os on (B)(6) 2014. At that time, during the pre-op exam the patient stated they had "rainbows" os with lights since the attempted procedure os. The left eye had no side cut or flap lift but did have a portion of the raster pattern completed on (B)(6) 2014.